Manufacturer narrative:
The pump was returned to animas for investigation. Investigation demonstrated that the pump was operating within required specifications about delivery accuracy. The pt did not utilize the pump software when calculating bolus doses and manually entered amounts for bolus doses. The pt did not eat in the afternoon before the event and accidentally delivered add'l bolus doses the morning before the event.

Event description:
It was reported that the pt was hospitalized following an automobile accident, which occurred during a hypoglycemic event.